Manufacturer narrative:
The investigation is still in progress. (B)(4).

Event description:
After a pulmonary vein isolation procedure, it was reported that the coolflow® irrigation pump did not recognized bubbles. The physician found bubbles in the tubing set, however, the procedure was completed with no patient consequences. Due to this information, this complaint became reportable.